Event description:
The customer reported that while a pt was on an epinephrine infusion of 20mg in 100ml (200mcg/ml) via a syringe module, the nurse was programing on lvp and a system error occurred; reportedly the devices stopped and shut down. The epinephrine syringe was moved to a different system, however, in the process of changing the setup the pt received a bolus, and her blood pressure increased to 310/160. The infusion was paused until the pt's blood pressure was back to her normal range and then restarted. The pt was critically ill and unresponsive with a poor prognosis prior to the event. A CT to confirm poor brain function had been completed that day, and the pt later expired within 24 hours. The hospital does not allege that the pt's outcome is related to the device event. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer requested an event log review from 3:30pm to 10:11 pm on (B)(6) 2014. The customer's report of an unintended bolus during a syringe module change was not confirmed. The pcu event log shows that at 3:03 pm the pump module was programmed to infuse "IV fluid 30kg or more" and it was currently in kvo at 1ml/hr. The vtbi, duration and/or rate were changed throughout the infusion, with the last programmed rate being 220ml/hr, programmed at 9:11 pm. The infusion completed at 9:49 pm and remained in standby until the end of the event log. The syringe module was programmed to infuse epinephrine 200mcg/1ml. The concentration was 200mcg/ml and the dose was set for 0.6mcg/kg/min. The device was currently infusing at a rate of 9.07ml/hr. At 4:41 pm, the syringe was changed to bd50ml syringe that had 49.8438ml of fluid detected. The user restored the programming and changed the vtbi to 48ml. At 10:00 pm, the infusion completed and the user added 1.8ml to the vtbi. At 10:09, the infusion completed and the device alarmed check syringe and clamp open. At 10:10 pm, a new 50ml syringe was added that had 48.2635ml of fluid detected. The user restored the previous programming and changed the vtbi to 45ml. The device again alarmed check syringe and clamp open. The syringe pump barrel clamp was opened and closed and a syringe was selected but the infusion was stopped and the device was now idle. The pcu event log stopped at 10:11:43 pm, with the pump module in standby mode and the syringe module idle. The pcu error log shows an unidentified system error occurred at 10:11:44 pm. The root cause of the customer's experience was not identified. The pcu event log submitted by the customer stops before the reported system error and syringe module change out occurred.